Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 95% stenosed, 3.0 mm in diameter and 14 mm long. The lesion was treated with direct stent placement using a 3.0x16 mm taxus liberte stent. Post dilation was performed. Residual stenosis was 9%. The patient was discharged (B)(6) day(s) later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest discomfort. The patient was diagnosed with angina and cardiac catheterization was recommended. The 75% in-stent restenosis of the previously placed study stent in the proximal rca was treated with placement of a 3.0x23 mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects (B)(6) days later.

Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).